Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was having difficulty breathing and experiencing dizzy spells. The patient reported to the emergency room. It was noted that at a device check approximately three weeks prior the device was nearing elective replacement indicator (eri). The emergency room physician reported seeing intermittent loss of pacing. The patient was connected to an external defibrillator in case of necessity for transcutaneous pacing. During device interrogation, all pacing out put was immediately stopped upon placement of the telemetry wand over the device. The patient became asystolic, transcutaneous pacing was started immediately and the patient underwent an emergent device replacement procedure. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The analyst indicated that the battery depletion was the result of a high impedance power supply. This battery developed high internal resistance between the cathode and cathode current collector, which greatly lowered its voltage output under load conditions. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.